Event description:
It was reported that: pt is reporting that she is hearing clicks and clacks from her hip area. Pt is also experiencing sharp pain in the groin area. Going up and down the stairs sometimes is difficult. The pain first started a yr ago. Pt is also reporting that when laying down on the right side the pain is almost as bad as before the implant surgery. Doctor states that blood work needs to be done to check cobalt and chromium levels.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted and was not returned to the MFR. Device info has not been provided at this time. Info received from the pt indicated that reported device may be either rejuvenate or abgii. Additional info pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional info become available, the eval summary will be submitted in a supplemental report.